Manufacturer narrative:
The customer's reported complaint description of vessel perforation that caused pericardial effusion cannot be confirmed due to the patient centric nature of this serious adverse event (sae). There were no reports of angiovac device malfunction or performance issue during the procedure, therefore, no angiovac device was returned for evaluation. The root cause of this event is likely an end user error/anticipated procedural complication regarding advancement of guidewire used in the procedure. A device history record (DHR) review of the indicated packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the angiovac cannula sample was not returned for evaluation since there was no reported device malfunction during the procedure. Directions for use (dfu, 16600506-01) is provided with this device and contains the following statements: warnings - selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. - as with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: - death - damage to vessel - blood loss/blood trauma - hemorrhage - ventricular perforation. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported a patient adverse event that was discovered immediately following a successful procedure with an angiovac c180 with obturator pg. A post procedure echocardiogram was performed and showed a pericardial effusion. This required the physician to open the patient for repair and to place a drain. The physician believes the pleural effusion may be the result of a wire perforation that occurred during insertion of the wire because the hole in the patient was 'not large;' however, this is not confirmed. Currently, the patient is doing well. The physician has been using angiovac devices for 5 years and is a very experienced user. The procedure was performed in accordance with the directions for use (dfu).